Manufacturer narrative:
G3: date rec¿d by MFR: 15oct2019, b4: date of report: 16oct2019. The primary speaker #1, primary speaker #2, and the pcba, (central processing unit) cpu, v680 was returned to failure investigation (fi) for evaluation. There were no signs of damage or contamination. The test ventilator did generate the primary alarm failed e/c 1102 and speaker #2 measured voice coil resistance: 29.325 mega ohms which is out of specification. The manufacturer¿s international service technician replaced the defective primary speaker #1, primary speaker #2, and cpu to address the reported problem. The unit successfully passed the required performance verification test. This failure was isolated to primary speaker #2 (date code: 1832) due to an open voice coil with 29.325 mega-ohms of resistance. This customer returned cpu pcba was tested and no failures were identified. Primary speaker number #1 was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported error primary alarm failure. During testing, the device displayed a primary alarm failure again despite loudspeaker being repaired. The device was not in use at the time of the reported event.